Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had been taken out of storage mode but not implanted about one year ago. Now, upon interrogation, the remaining longevity was lower than expected at 97%. Data was submitted to technical services for review. Technical services noted the use before date was april 2025, which is less than the 13 months recommended. The device should not be implanted and should be returned to boston scientific. No patient was involved.